Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch gme026, batch hbb442, batch gpp564.

Event description:
It was reported that a patient underwent an orthopedic procedure on an unknown date and topical skin adhesive was used. Four to six weeks after the surgery, the patient¿s skin turned red and the patient underwent an examination in dermatology. The patient was diagnosed as dermatitis caused by the topical skin adhesive. Additional information was requested.

Manufacturer narrative:
It was reported that the patient underwent an orthopedic procedure on 1(B)(6) 2014 and topical skin adhesive was used. Current patient status was reported that the patient regularly goes to the hospital. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Batch gme026, mfg date: 11/08/2013, exp date: 10/31/2015. Batch gpp564, mfg date: 12/19/2013, exp date: 11/30/2015. Batch hbb442, mfg date: 02/05/2014, exp date: 01/31/2016.